Event description:
It was reported that the right atrial lead had dislodged. Patient exhibited symptoms of pacemaker syndrome. The lead was explanted and replaced. The patient was in good condition following the surgical procedure.